Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was located in the pedidial artery with heavy calcification. During advancement of the hi-torque command es guide wire, the guide wire separated. No attempts were made to remove the separated portion of the guide wire, as it is stuck in calcium. The separated portion remains in the anatomy. No adverse patient sequela was reported. The patient has been discharged without any issue. No additional information was provided.